Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a broken sensor wire was reported. It was reported that the patient recently had surgery to remove a sensor wire that had broke off and remained in the patient¿s body. No further event details were provided. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient information is available.